Event description:
The customer reported that the electrosurgical pencil self activated during surgery. After the surgeon used the pencil and released the rocker switch, the pencil latched on causing sparks to land on the drapes, resulting in a 1st degree burn to the pt. After one activation of the cut mode on the pencil, the cut button seemed to be jammed in the activation position. They changed the generator to see if it was a generator fault, but the problem still persisted. The surgery time was extended due to taking out the drapes and locating the burn. This has occurred twice at the site. The other incident was opened on MFR report # 1717344-2009-00641.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccessful ring repair.

Event description:
It was initially reported that the device was not used due to patient anatomy. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair.per the operative report, an "attempted tricuspid valve repair with 36 ring gore-tex quartz" was performed.